Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps called after the fact - reported that arm would not go into haptics for tibial cut and was shaking. Tried swapping the mics, resetting cutter and arm software, still wouldn't enter haptics. Ended up using another robot to finish. Doctor is requesting service on this robot since it is not the first time this has happened - will send logs to fse.

Manufacturer narrative:
Reported event: it was reported ¿mps called after the fact - reported that arm would not go into haptics for tibial cut and was shaking. Tried swapping the mics, resetting cutter and arm software, still wouldn't enter haptics. Ended up using another robot to finish. Dr is requesting service on this robot since it is not the first time this has happened will send logs to fse.¿ product evaluation and results: the log / session filese were not related as the alleged failure was hardware related. The field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: replaced the j5 and j6 joints. Completed all required testing with passing results. Completed all presurgery tests with passing results. Assisted steve hazzard with system repair: successfully performed pm. Performed kinematic calibration on both sides of arm. Adjusted cable tension for j4 / j5 / j6. Cleaned cable fibers. Replaced ups batteries. Tightened camera mount assy. Pm passed. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: review of the device history records associated with (B)(6) indicate that on 29/03/2016 quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints in trackwise related to p/n: 209999, shows no additional complaints related to the failure in this investigation. Conclusions: the failure was not confirmed through onsite inspection from the fse however the j5 and j6 joints were replaced and a pm service was conducted. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps called after the fact reported that arm would not go into haptics for tibial cut and was shaking. Tried swapping the mics, resetting cutter and arm software, still wouldn't enter haptics. Ended up using another robot to finish. Doctor is requesting service on this robot since it is not the first time this has happened - will send logs to fse.